Event description:
It was reported that the gastrointestinal videoscope had an error b30. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e216. A root cause could not be identified. Based on the investigation results, the following is likely the cause of the malfunction: component failure -error b30 was triggered by error e216 due to fluid on the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.